Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter, oil mist filter and vacuum pump were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for analysis as the parts were saturated in oil. The vacuum pump was returned and tested. The unit emitted excessive mist, vapor, haze and smoke during the test cycle. The reason for return and failure was confirmed. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service.